Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect by 5 minutes; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. Additionally, it was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose ranged from 145 mg/dl to 147 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.